Manufacturer narrative:
No product problem detected. The insertion post could be removed easily from the implant.. The insertion post shows a massive damage. Dentist should dentist should have consulted IFU instruction for use to prevent this from happen.

Event description:
Insertion post could not be removed from dental implant. The implant needed to be explanted.